Event description:
The device, involved in this MDR report was implanted in 2005. The patient passed away in 2006. It was reported that he/she experienced a ventricular fibrillation episode, and external defibrillation shocks were delivered. Eight shocks at 360 j, were delivered externally. After these external shocks, the pacemaker device could not be interrogated with the standard programmer.

Manufacturer narrative:
The event concerns a device that was manufactured and used outside the united states. The analysis is pending.